Event description:
A zoll distributor monitor sn (B)(4) to report that the monitor failed incoming functionality testing.

Manufacturer narrative:
Evaluation: device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. As received, the monitor failed incoming functionality testing. Upon investigation, the q12 and q16 transistors were shorted on the monitor defibrillator board. The cause of the test failure is the shorted components. The root cause for the shorted components could not be positively identified. No adverse event resulted from the defective monitor.